Event description:
It was reported that the site was experiencing telemetry drop out, inability to print, and the incorrect item stamp on the monitors. Bedside monitors allegedly needed to be disconnected from the network. Injury was reported. Engineering log file analysis revealed that the user facility experienced a condition where the time master (one cic) on the unity network broadcasts time changes and the other networked cics reflect these changes, resulting in multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical patient event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.